Event description:
It was reported that the customer received a compromised force sensor system alarm when attempting to prime the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the drive support cap appeared normal. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer declined a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No alarm could be verified due to the unresponsive buttons. The insulin pump was also received with a protruded and loose drive support disk, a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.